Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the patient¿s serious adverse event of fluid overload, which warranted hospitalization. The etiology of the patient¿s fluid overload is unknown; therefore, causality cannot firmly be established. It should be noted that limited information prevented a more meaningful investigation. During follow-up, the patient¿s pdrn was unable to provide any information regarding the clinical events or the functionality of the patient¿s liberty select cycler. Fluid overload is a common finding among esrd patients, and its presentation is frequently multifactorial in origin. Based on the information available, the patient¿s liberty select cycler cannot be disassociated from having a possible role in the serious adverse events. There was no direct allegation indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. However, given the timeline of events, lack of clinical follow-up, causality, treatment data, hospital records, and no available evaluation of the suspect device, this investigation cannot exclude the patient¿s liberty select cycler from having a potential part in the patient¿s hospitalization. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was hospitalized for fluid overload. Subsequent attempts to obtain additional information (e.g., patient demographics, causality, hospital records, discharge summary, treatment data) were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was hospitalized for fluid overload. Subsequent attempts to obtain additional information (e.g., patient demographics, causality, hospital records, discharge summary, treatment data) were unsuccessful.